Event description:
We recently learned of an error involving the use of the medfusion 3500 syringe pump from smiths medical. When the pump is programmed for bd syringes, the pump can not automatically recognize the syringe size between a 1ml and 3ml syringe. All other sizes are automatically detected and the user only confirms the syringe size. If using a 1 or 3 ml syringe, the user has to select the correct syringe size and confirm before programming the pump. This lead to an error with an electrolyte bolus when an rn selected a 3ml syringe and the product was in a 1ml syringe. The pump was programmed to deliver the volume over 30 minutes but infused total volume of the dose over 9 minutes. Medication administered to or used by the pt: no. Pt counseling provided: unk. Relevant materials provided: none. Access number: (B)(6). (B)(6).